Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the touch screen monitor. The system then passed the system checkout and was found to be fully functional. The touch screen was returned to the manufacturer for analysis. Analysis found that the screen was cracked and the touch function no longer worked on approximately half of the screen. Otherwise; the audio and video function as intended. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the monitor had been physically damaged and the touchscreen was no longer working. No patient present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the mouse was attempted to be used but it wasn't able to click properly on the application as the screen was shifting around. Replacing the touch screen resolved the issue.